Event description:
It was reported to boston scientific corporation that a jagtome revolution rx was used during a sphincterotomy procedure performed on (B)(6) 2022. During the procedure, after a sphincterotomy, while in use, the cutting wire of the jagtome revolution rx broke. There were no reported patient complications as a result of this event. No further information has been obtained.

Manufacturer narrative:
Medwatch number is mw5113567. (B)(4).